Event description:
Lesion being treated was severely stenosed. The burr was used to complete two passes. The first pass was at 170,000 revolutions per minute for nine seconds, the second pass was at 170,000 revolutions per minute for 46 seconds. The burr detached after the second pass was completed.

Event description:
It was reported that during a rotational atherectomy prodedure, the burr broke. The burr broke off the wire while in the proximal lad. The wire was removed and the burr was successfully retrieved.